Event description:
New information noted that the right atrial lead and right ventricular lead were both explanted due to noise and fracture. When the leads were attempted to be extracted, the helix on both leads were unable to retract and the leads were cut. After the procedure, the patient was in the recovery and it was noted that the patient became hypotensive and complained of chest pain. A moderately sized pericardial effusion was observed. Drainage was performed and the patient was transferred to intensive care.

Manufacturer narrative:
The reported event of sensing noise was confirmed. A complete lead was returned in three pieces. Analysis found external abrasion breaching the outer insulation at 32.3 ¿ 32.8 cm from the distal tip and exposing the outer coil distal to suture tie impression. The cause of sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of patient anatomy. The reported event of helix mechanism issue was confirmed. Analysis found the helix to be retracted and clogged with blood. After cleaning the helix and cutting the distal portion of the lead, the helix could extend and retract within three turns by applying torque directly at the inner coil. The reported event of fracture was not confirmed.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
New information noted that both the right atrial and right ventricular leads were both explanted and replaced for unspecified reasons. The patient was in stable condition.